Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine follow up the right ventricular (rv) lead was found to be dislodged. The lead was explanted and replaced. No adverse patient effects were reported.